Manufacturer narrative:
H3: analysis of recharger, model: 97755, s/n: (B)(6), revealed: no anomalies were visually observed, no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was no longer working, and the patient was unable to charge their pain stimulation implantable pulse generator. The patient consistently received a "no device found" message and observed that the recharger became hot during use. An rm04 message was displayed, and the recharger showed 0-0-0 for the low-mid-high number. The patient had not been able to charge the implant for approximately four weeks and was scheduled for implant replacement surgery due to the inability to charge the device. During troubleshooting, the agent instructed the patient to reset the controller, check for damages, clean connections, and attempt recharging in passive recharge mode, but the issues persisted. A repair request was initiated to replace the recharger. No patient complications have been reported as a result of this event.